Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, following the placement of a double lumen polyurethane central venous catheter during a central line placement procedure, it was discovered that the white hub was cracked. The catheter was removed, and a new one was placed. The device is available for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), quality control, and visual inspection and functional testing of the returned device was conducted during the investigation. The device was returned in used condition. The white hub had a 1.3cm long crack from the proximal end. The leak test showed leakage originating from the split. The white hub extension was measured and is within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product as well as the component lots and subassembly lots shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the provided information, inspection of returned product, and the investigation results, a definitive root cause cannot be determined at this time; however, measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.